Event description:
A customer reported that the pump's quick bolus/wake button was challenging to press and often required multiple attempts to activate the pump screen. Reportedly, the customer super glued their case onto their pump impacting the functionality of their pump. The customer's blood glucose level was displayed as "high," though the specific value was unknown. The customer attempted a correction bolus via the pump, but experienced difficulties with the button. Technical support instructed the customer on proper button pressing techniques. Despite these efforts, the button remained difficult to operate. Customer admitted to super glueing the case to the pump, which contributed to the problem.